Event description:
The physician used the venaseal closure system to treat the great saphenous vein as per IFU. It was reported that the venaseal procedure was completed as normal. 3.5ml of cyanoacrylate was used in the procedure. The lesion length was 75 cm. It was reported that the patient returned to the va facility five days¿ post- procedure with intermittent fever, redness and swelling of the treated area. He was found to have septic thrombophlebitis for which he underwent surgical excision on day 14 post-ablation with placement of a wound vac. Patient received a 4-week course of antibiotics.

Manufacturer narrative:
The gsv was treated both above the knee(ak) and below the knee(btk). Update received from physician: the patient is still healing and continues to have dressings changed. The wound vac is no longer being utilized on this patient. Patient also completed a course of oral antibiotics. There are no images available. Sample evaluation: the vs 402 venaseal closure system was not returned for evaluation. No images were received for evaluation. If information is provided in the future, a supplemental report will be issued.